Event description:
It was reported that error 374 occurred during the procedure and caused the handpiece to be removed during phacoemulsification. No further information was provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6) device evaluation: the field service engineer (fse) couldn't confirm the problem but replaced the connector assy 0100-0023. After the repair, the fse performed a system check and the system passed all tests. System is performing to specification. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.